Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and with levels of over 600mg/dl. No troubleshooting was performed as customer does not have supplies. A self-test was performed and passed. No other information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.